Manufacturer narrative:
Approximate age of device - 6 months. Manufacturing evaluation conclusion: evaluation of the submitted log files appeared to show the system operating as intended and a direct correlation between heartmate 3 lvas, serial number (B)(4) and the suspected inflow / outflow obstruction could not conclusively be established through this evaluation. The reported no external power event was confirmed through the evaluation of the submitted log files. The system controller event log file contains data from (B)(6) 2018 at 23:07:23 through (B)(6) 2018 at 07:40:05. No atypical alarms were captured from the beginning of the file until (B)(6) at 04:25:47. At this time, the no external power alarm became active and the system was operating on the backup battery (ebb). This appeared to be due to both power cables being disconnected at the same time. These alarms resolved approximately 15 seconds later when the white power cable appeared to be connected to a charged battery. The pump speed did not drop below the low speed limit for the duration of the file, including the no external power event. No additional atypical alarms were captured for the remainder of the file. Motor power ranged from 4.118-4.518 mw and calculated flow ranged from 4.6-5.3 lpm. No notable trends in pump parameters were observed. The system appeared to be operating as intended. The system controller periodic, lvad event, and lvad periodic log files were also reviewed and appeared to show the pump functioning as intended. The account communicated that they were concerned about an inflow or outflow obstruction. Additionally, the patient reportedly had one no external power event in the morning of (B)(6) 2018. The patient stated that both power cables were detached at the same time. Multiple requests for additional information were sent to the account; however, no further event details were provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4) and no additional complaints have been reported at this time. The hm3 lvas IFU lists peripheral thromboembolic events as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Thromboembolism is also listed as potential late postimplant complications. The IFU outlines the recommended anticoagulation regimen (including inr range) that should be maintained for patients using the heartmate 3 lvas. This document also explains that at least one system controller power cable must be connected to a power source (power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) at all times. This IFU describes the primary alarms (including low power and no external power alarms) and troubleshooting of the heartmate iii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the customer requested to have the patient¿s log file evaluated due to no external power on (B)(6) 2018. Patient stated that they detached both the power leads at the same time and were concerned of the inflow or outflow obstruction that might cause possible patient adverse thrombus event. The manufacturer's technical service observed that log file captured the reported no external power event on (B)(6) 2018 which occurred while the patient was switching their power sources. The trending in the pump parameters was not suspect of any type of inflow or out flow issues. No further information was provided.